Event description:
The customer reported there was no picture on the monitor when the machine came up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep diagnosed the machine and replaced the ps1 power supply. The system operates as intended.